Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 400 units of insulin during the load sequence with multiple cartridges. A supply change was performed to resolve the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the customer successfully filled the existing cartridge with the original needle. Customer¿s blood glucose level was 254 mg/dl.